Manufacturer narrative:
An event of complete heart block and pace maker implant was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Heart block is a well recognized complication of transcatheter aortic valve implantation procedures associated with known risk factors including, patient age, pre-existing heart block, heart failure, anatomical factors such as calcification extending beneath aortic annular plane in the interventricular septum and implant depth. It was indicated that during the procedure, the patient was noted to be in complete heart block. The valve was successfully implanted. Based on the information received, the cause of the reported heart block could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
An event of fever, complete heart block and pace maker implant was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Heart block is a well recognized complication of transcatheter aortic valve implantation procedures associated with known risk factors including, patient age, pre-existing heart block, heart failure, anatomical factors such as calcification extending beneath aortic annular plane in the interventricular septum and implant depth. It was indicated that during the procedure, the patient was noted to be in complete heart block. The valve was successfully implanted. Based on the information received, the cause of the reported events could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances as medication was provided. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Subsequent to the previously filed report additional information was received that on (B)(6) 2024, the patient developed a fever of 102°f, body aches, and a white blood cell count of 9.3 x10^9/l. The decision was made to administer the patient vancomycin. A respiratory panel, chest x-ray, and urinalysis were performed and were all negative.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
(B)(4) - envision ide study (B)(4) ((B)(4)) it was reported that on (B)(6) 2024, a 27mm, c navitor with radiopaque markers was selected for an implant. During the procedure, a pre balloon aortic valvuloplasty (bav), the patient was noted to be in complete heart block, temporary transvenous pacing (tvp) was in place and v pacing initiated upon awareness of rhythm changed. The device was successfully along with a dual chamber pacemaker implanted. On (B)(6) 2024, medication was adjusted and the patient remain in stable condition.